Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter's display had a line through it. There was no patient injury associated with this issue. As the issue was not resolved, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.